Event description:
This device was implanted on (B)(6) 05 and was explanted on (B)(6) 11 due to lead failure. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).